Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose was 500 mg/dl at the time of the incident and current blood glucose was 339 mg/dl. The customer was treated with pen. It was reported that the customer does not allege pump was under delivering. The customer pump screen was blank display was flashing white. The customer display did not return after pump restart. The customer was advised the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The customer was wearing the pump less than 48 hours prior to the hospitalization. The insulin pump will be returned for analysis